Event description:
International affiliate reports surgeon tested the valve and it was blocked. Pt was not communicating and had terrible pain. The valve was replaced and the pt is reported to be doing fine.